Manufacturer narrative:
The insulin pump alarmed prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.